Event description:
During an endoscopy procedure, a cook echotip ultra endoscopic ultrasound needle was used. Once the needle tip had punctured the lesion, the physician went to withdraw the needle to perform multiple passes into the mass but was unable to retract the needle. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. The device was returned with approximately 4 cm of the needle exposed on the distal end. There was a slight bend in the sheath 3 to 4 cm distal of the handle. When the handle was advanced and retracted the needle at the distal end did not move and there was friction and catching in the handle movement. The handle was disassembled and the needle removed from the sheath. The needle was found to be broken into two sections approximately 22.5 cm from the joint at the proximal hub of the needle. The break in the needle was contained within the sheath near the handle. The ends of the separated sections of the broken needle were pinched and exhibited evidence of a fatigue fracture. The location of the break in the needle would have been approximately 1 to 2 centimeters distal of the handle. The break in the needle could be attributed to the needle kinking near the handle. No part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The instructions for use state, "attach device to accessory channel port by rotating device handle until fittings are connected." The instructions for use also cautions the user that, "during needle adjustment or extension, ensure device has been attached to accessory channel." Attaching the needle to the endoscope will also aid in preserving the device integrity and function. Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. A kink in the needle and outer sheath can prevent movement of the needle and/or stylet. The stylet provides additional stiffness during advancement of the needle into the lesion. If needle is removed from the scope to collect a sample the stylet must be reinserted prior to advancing the needle through the scope. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.